Event description:
Technical services received a call on 05/12/2011 from sales rep. Status symbol in this case is essentially an "fyi," r waves are consistently greater than 25mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)